Event description:
The manufacturer representative reported, the patient's device will turn on/off by itself starting approximately one month ago. This happens 1-2 times/week and coincides with the patient setting off security devices at stores. The patient reports no previous events like this prior to about one month ago. The device has also started turning on/off when she is recharging. The on/off incidences are not positional and the patient reports no trauma. There has been no shocking or jolting with the on/off events though there is a slight burning sensation over the pocket when recharging. Impedance readings are within normal ranges and there is no indication that there is any damage. The patient is monitoring the events while further steps are being considered. Additional information has been requested from the hcp, but was not available on the date of this report.